Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was working and would stop. The harvester had to replace the hemopro 2 extension cable and adapter; as well as the power supply to get the device to work again. The procedure was completed with the same device. The hospital did not report any patient effects. (B)(4).